Event description:
On (B)(6), 2010, this patient was implanted with gore excluder aaa endoprostheses to treat an abdominal aortic aneurysm. After the trunk-ipsilateral leg component was implanted, the distal olive broke off the catheter and remained in the patient. The physician was able to snare the wire and remove the distal olive tip. The patient tolerated the procedure and no further complications have been reported.

Manufacturer narrative:
Method - a review of the manufacturing paperwork has been conducted. Results - the review of the manufacturing paperwork verified that this lot met all pre-release specifications.